Manufacturer narrative:
Evaluation update: in addition to the malfunctions identified in the initial report, reliability engineering also determined that there was an irregular functioning of the slip bushing. It was further observed that the device showed wear and tear of certain internal components which were essential to the normal functioning of the device. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the air oscillator device failed in the sliding sleeve and was running rough. During the pre-repair diagnostics assessment, it was determined that the sliding sleeve was running rough and the internal components were worn. It was further determined that the device failed for check status of development, general condition, check saw blade quick coupling, check saw head, check symmetry, check safety system, check the starting behavior, check performance, marking and labeling, check for excessive noise, check for air leak and for check frequency. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.